Event description:
I just heard about the product recall concerning amo complete moisture plus multipurpose solution. I wish to report that my daughter began using contacts in late 2007, and began using this product at this time. Since then, she has experienced 4 incidents eye-related problems of what appeared to be "red-eye", with eye irritation, excessive redness, itching, etc. We thought she kept getting reinfected with red eye somehow, but now believe it is associated with use of this product. Each time, she was treated with amoxicillin for what drs thought were an eye infection. These incidents occurred about once a month beginning from late 2007, to two weeks ago. Used the solution daily for soft contacts, 16 oz bottle.